Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away under the care of their physician in an unlisted location. The cause of death was a result of a hypoglycemic seizure that was likely caused by over delivery of insulin. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death, and was compliant with their insulin administration. It is unknown if the customer was using sensors. There is pending legal action for this incident. The reporting party did not state whether they would return the insulin pump for analysis.